Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a battery life issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the black box shows no evidence of short battery life, one ¿cs177¿ warning followed by multiple ¿cs240¿ alerts occurring due normal battery wear are observed. Battery compartment is cracked below the grip pad. Returned battery cap is able to fit, all currents reading are within specifications. Unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed; no intermittent condition was found to the cgm module or to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.